Manufacturer narrative:
The device was returned and the evaluation state that the motor has a damaged housing. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Foot motor drifting down over a couple hours.